Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2021, staple was found jamming prior to the patient.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73a2100746 was manufactured on 01/27/2021 a total of (B)(4) pieces. Lot was released on 02/11/2021. DHR investigation did not show issues related to complaint. From the pictures the reported defect was unable to be confirmed failure mode reported as "misfire/jamming - staples not firing". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73m2100231 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "misfire/jamming - staples not firing" could not be confirmed with picture. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions.

Event description:
(B)(6) 2021, staple was found jamming prior to the patient.

Event description:
(B)(6) 2021, staple was found jamming prior to the patient.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73a2100746 was manufactured on 01/27/2021 a total of 18,000 pieces. Lot was released on 02/11/2021. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared aligned. The sample was returned with its trigger partially engaged and the distal tip of the frame was cracked. The stapler was returned with 26 staples left in the cover block, indicating that at least 9 staples were fired by the end user. The sample appears used as there was biological material present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was able to properly fire. The next two staples, however, were unable to form completely when fired. The anvil from a known good lab inventory sample was placed in the returned complaint sample. Upon firing, the next three staples were able to properly form and release from the device. The anvil from the complaint sample was then placed in the lab inventory stapler. Three staples were successfully fired and able to form properly. The anvil was placed back in the complaint sample and the next three staples were able to form properly. To simulate skin insertion, the stapler was fired into a simulated skin pad. The first staple fired into the skin pad was successful, but the second staple was unable to form properly. The sample was sent to the manufacturing site for further evaluation. It was found that there was an issue with the forming tool which prevented the staples from consistently forming properly. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues. It was confirmed that staples were not able to properly form when fired. The forming tool was found to be defective which contributed to this issue. A nonconformance has been previously opened by the manufacturing site to further investigate this visistat jamming issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form properly on a consistent basis. It was found that the forming tool was defective which prevented the staples from consistently forming properly. A nonconformance has been previously opened by the manufacturing site to further investigate visistat jamming issues.